Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was having a routine battery replacement, and when doing intra-op impedance testing with the new battery, high impedances were found on contact 5 (>40,000 ohms). They tried reconnecting the new battery and changing the reference, but the impedances did not resolve. The cause was not known. The physician opted to just program around contact 5. No symptoms reported. When the rep obtains any new information, they will provide an update.